Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was on program 3 at 3.6. And she tried 2-3 and 4. The patient stated she was having a lot of problems getting adjusted. She indicated that the therapy would work for a week and then stopped working for her. Patient services walked patient through how to change program. No further complications were reported or anticipated.